Event description:
It was reported that the right atrial (ra) lead had high/unstable thresholds and dislodged. The ra lead was repositioned and, per fluoroscopy, dislodged again prior to closing. The ra lead was explanted and replaced. It was further reported that the patient experienced intermittent diaphragmatic stimulation with certain activities. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).